Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device jammed during use, unable to remove suture lodged within device. Sharp still in instrument, both ends protected. No other information provided. The device will be returned for evaluation.